Event description:
It was reported there was an impedance reading of >40,000 ohms. It was noted that a trial was started the day prior to report on the patient and they used a 565 lead. It was noted they were getting stimulation "artifacts" on an emg test and it was reviewed that was normal. It was logged that the trial system was placed the day prior to report and the patient was programmed on the day of report. It was reported the patient only felt stimulation in buttocks and left leg, with nothing on the right side. It was reported another multi lead trialing cable had been tried, and they wiped down the lead, but only the 11 contact on the 8-15 side of the lead seemed to be in tact. It was logged that permanent implant was potentially listed for the friday following report and it was noted the extension connection was not outside the body. It was reported that 8-15 were all greater than 40,000 ohms but 11 was at 497. It was logged that when they switched to reference 1, the same thing was present except 11 was 614 and it seemed that any electrode reference was showing 8, 9, 10, 12-15 as >40k ohms. Additional information received reported a revision was going to be done on the day of report. It was logged the original procedure was two days prior to report but they could not finish. It was logged the battery was going to go in the abdomen and when they went to test the paddle they were getting high impedance on one half of 565. It was noted that it was suspected that the paddle was damaged during tunneling. It was reported they did a 3 level laminectomy trying to get to t8. Additional information received reported it was determined that neither the 565 nor any other devices were malfunctioning. It was noted that during tunneling on the date of the call the doctor nicked the extension. It was reported they took the extension out of the equation and connected the lead directly to the ipg. It was noted that all devices were functioning properly after that. It was reported the patient still needed further reprogramming to get the therapy in the patient's desired spots. Additional information received reported that on the day of report the health care provider had spoken to the patient and the patient was doing great and was happy. It was noted the patient was in contact with somebody to have reprogramming done at their primary care physician's office. Additional information received reported that regarding the high impedances she reported, the neurosurgeon decided to do a buried lead trial due to the patient's past infection and co-morbidities, and the patient was currently receiving treatment for cancer at the time of report. It was logged the leads were implanted and then connected to extensions. It was reported that if the trial was successful the patient would go on to implant. It was reported it was believed the impedances were high due to a fracture that occurred to the lead during tunneling. It was noted that the patient had a new implant on (B)(6) 2014 and was doing very well. It was noted there was a new 565 lead and the fractured lead would most likely not be returned.

Manufacturer narrative:
Concomitant products: product ID 39565, serial# unknown, product type lead; product ID 39565, serial# unknown, product type lead; product ID neu_unknown_ext, product type extension. (B)(4).